Event description:
A home patient (hp) contacted baxter's technical service center regarding smoke coming from the homechoice (hc) unit during use. The hp stated that he woke up smelling smoke and could see smoke coming from his hc. The hp unplugged hc from the wall outlet. Hp disconnected from hc using aseptic technique. Hp inspected power cord and found no physical damage. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. Corporate product surveillance contacted the hp's nurse who stated there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Homechoice serial number was evaluated by the product analysis laboratory (pal) for the reported difficulty of visible smoke & odor. The pal evaluated the device, and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. All testing performed during the return instument test/evaluation (rite) functional test & homechoice rite electrical safety analyzer test passed. Visible smoke & odor was not confirmed in the device logs and not duplicated during the pal evaluation. The assignable cause was undetermined. The device will be routed to the service area.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 32 months ago. Aneurysm morphology at the time of implant was not reported. Currently, the aortic neck has some angulation of an unk amount. It was reported that the pt has had regular follow-ups and has been asymptomatic. The pt returned for a routine CT follow-up and a type 1 endoleak was identified. The stent graft was found to be 1 cm below one of the renal arteries and 2 cm below the other renal artery. There is no conclusive evidence to suggest that the graft migrated. The endoleak was attributed to the aortic neck angulation. The decision was made to perform an intervention where two 24 mm diameter aneurx cuffs and 1 talent 24 mm cuff were implanted proximally approx 2 weeks ago and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.